Event description:
"S/p b subgl infra dc gels (does not have records) for augmentation. The r encapsulated and had a redo with a surgitek saline. This has re-encapsulated. B firmer although more moveable and possible decrease in size. No h/o trauma except closed capsulotomies (x2) early on. Pt reports burning pain recently on r and feels a lump. Pt also has dx of scleroderma (crest). C/o arthralgias, myalgias, swelling, fatigue, adenopathy, hot flashes/sweats/chills, headaches, tmjd, severe dental probs, dizziness, memory loss, dry mucus membranes, raynaud's with ulcerations, sens chem/cold, sob, costochondritis, varicosities, choking sens, gi/gu probs, and onycholsis. Pt is otherwise healthy."